Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the compressor shuts off. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to the problem description, the compressor mini was entering standby mode. The problem was confirmed on-site, the standby valve was replaced and after that functional tests were successfully performed and the compressor unit was returned to service. The standby valve was not returned for investigation and no device logs from connected ventilator were received. Based on prior investigations, the most probable cause of this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve.

Event description:
(B)(4).